Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17139923/17203654/17282792.

Event description:
It was reported that the device was no longer controlling patients pain. All components were explanted.

Event description:
It was reported that the device was no longer controlling patients pain. All components were explanted.

Manufacturer narrative:
Sc-1132 (sn:(B)(6) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-70 (sn:(B)(6) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Visual, x-ray and dimensional inspections revealed the lead is intact. A continuity check returned all acceptable values. Sc-2218-70 (sn:(B)(6) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Visual, x-ray and dimensional inspections revealed the lead is intact. A continuity check returned all acceptable values. Sc-2218-70 (sn:(B)(6) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Visual, x-ray and dimensional inspections revealed the lead is intact. A continuity check returned all acceptable values.